Event description:
The customer reported that the system intermittently failed to display the live fluoroscopic x-ray image. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable and footswitch were evaluated and identified as the cause of the issue. Findings were communicated to the customer, however, no conclusion can be drawn as further service information was not provided.